Event description:
Patient reported that she has been diagnosed with lymph nodes in the lungs and has also been diagnosed with "fakoldosis". Physician reports capsular contracture (unknown baker grade). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain and "fakoldosis".

Event description:
Patient reported "chronic granulating inflammatory response with giant cells of foreign body type with non-double-refracting foreign material and stromal fibrosis with clinically perforated breast implants on both sides." The device has been explanted .the record relates to the left side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Red particles observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.